Manufacturer narrative:
Lot/serial:(B)(4)

Event description:
On (B)(6) 2010, the patient underwent endovascular repair of a thoracic aortic aneurysm using three gore® tag® thoracic endoprostheses (tgt3415/7791988, tgt3420/7858631 and tgt3720/7674277). An intra-procedure imaging revealed a type iii endoleak, but the procedure was concluded with a wait-and-watch approach being taken to the endoleak. On (B)(6) 2010, a follow-up revealed that the type iii endoleak had persisted. Aneurysm diameter was 72mm. On (B)(6)2010, in six-month follow-up study, the type iii endoleak had been resolved, but a distal type I endoleak was newly present. Aneurysm diameter was 72mm. A wait-and-watch approach was taken to the endoleak. On (B)(6)2011, the patient suffered from aneurysm rupture. On (B)(6) 2011, the patient was implanted with a non-gore device to treat the aneurysm rupture. On (B)(6)2011, the patient expired due to multiple organ failure. It was reported that after the reintervention was performed, aneurysm rupture itself was repaired and the patient was transferred back to an intensive care unit. However, the patient could not recover from shock due to aneurysm rupture, and his health condition had been worsening after the reintervention. The patient then developed multiple organ failure and expired on (B)(6) 2011. Additionally, any resuscitation was not performed for the patient when he developed multiple organ failure. It was also reported that as the aneurysm rupture itself was repaired by reintervention, multiple organ failure was not related to our devices.

Event description:
On (B)(6) 2010, the patient underwent endovascular repair of a thoracic aortic aneurysm using three gore® tag® thoracic endoprostheses (tgt3415/7791988, tgt3420/7858631 and tgt3720/7674277). An intra-procedure imaging revealed a type iii endoleak, but the procedure was concluded with a wait-and-watch approach being taken to the endoleak. On (B)(6) 2010, a follow-up revealed that the type iii endoleak had persisted. Aneurysm diameter was 72mm. On (B)(6) 2010, in six-month follow-up study, the type iii endoleak had been resolved, but a distal type I endoleak was newly present. Aneurysm diameter was 72mm. A wait-and-watch approach was taken to the endoleak. On (B)(6) 2011, the patient suffered from aneurysm rupture. On (B)(6) 2011, the patient was implanted with a non-gore device to treat the aneurysm rupture. On (B)(6) 2011, the patient expired due to the aneurysm rupture. Additional information has been requested.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
Added the detail information on patient's death that was obtained.